Manufacturer narrative:
The malfunctioning device will be returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are pending and will be communicated to FDA within 30 days of its conclusion via follow up MDR.

Event description:
PICC line was inserted with guidewire in place upon removal the PICC line coiled/twisted as did the guide wire.